Event description:
It was reported by the customer's mother the insulin pump fell off the dock into the ocean. The insulin pump was underwater for quite a while. Customer's mother stated that the insulin pump will not turn on and they are able to see moisture on the screen. Customer is treating with syringes. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump had moisture damage on the motor, battery tube, keypad and vibrator assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked reservoir tube, scratched keypad overlay and cracked battery tube threads.